Event description:
It was reported that there was no bluetooth (ble) or inductive telemetry during the initial implant of an implantable cardioverter defibrillator (ICD) on (B)(6) 2025 despite multiple programmers being used. The ICD was not used and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Reported events of no ble telemetry and no inductive telemetry were not confirmed. The device was in normal working condition with battery above elective replacement indicator (eri) level upon receipt. Analysis performed, indicated normal functionality with normal interrogation results. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly, the device was able to be interrogated successfully via bluetooth and inductive wand.